Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned, there was no anomalies found with the insulation and the anchor sleeve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged in the right ventricle. It was noted that the pacing failure of the ra lead occurred and the dented insulation was visible on the enlarging photograph of the helix when the anchoring sleeve was tight. The lead was explanted and replaced. No patient complications have been reported as a result of this event.